Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set tubing came apart. Reportedly, the location of detachment was near the tubing connector and the infusion set was being used for about one and a half day. No further information available.